Event description:
Patient reported right-side "concern of rippling and "some pain." Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for re-operation: lymphadenopathy, capsular contracture baker grade unknown.